Event description:
Customer reported the high voltage cable is too short. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the high voltage cable was long enough. System operates as intended. This MDR is related to ge healthcare complaint number.